Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. One pin is broken off and the broken fragment is missing. The other pin is bent outward and the tip is partially flattened. Without the fragment of the broken pin the relevant dimensions can not be verified any more. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. This and the above mentioned damages of the existing let us assume that a mechanical overload during use in combination with too much lateral stress may have caused this occurrence. The drill/screw guide is a part of the antegra system. The instrument has 3 components all made of 17-4ph ss. The assembly involves laser welding of the guide block to the tube, and also laser welding of the pins to the guide block. The assembly is then heat treated at h900, shear strength of 631 mpa. The risk analysis was reviewed from the dhf for antegra instruments. The risk is conservatively covered with the severity of harm 3 and occurence 2. Engineering analysis in the same dhf shows that the yield torque is about 28nm thus giving a factor-of-safety of more than 3 to the pins in shear.

Event description:
During a l4-l5 anterior lumbar interbody fusion procedure, the surgeon inserted the drill/screw guide into the vertebral bone segment. Subsequently, the guide pin broke from the device and remained implanted in the patient. A second drill/screw guide was used for a separate portion of the vertebral segment in which the guide pin had also broke and remained implanted in the patient. The procedure was completed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The device is used for treatment; not diagnosis. Additional narrative: patient initials, age, dob and gender not previously reported. Consultant reported hospital confirmed surgery date as (B)(6) 2013 and patients initials as (B)(6).

Event description:
Update 9/17/2013 : additional information confirmed by (B)(4) dated 9/13/2013: (B)(6) reported he personally met with (B)(6), materials manager (B)(6) hospital on (B)(6) 2103. (B)(6) (the initial reporter) confirmed the procedure occurred on (B)(6) 2013 and that the patient's initials were (B)(6).